Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient may have a minor infection at the pocket site. The location was tender to the touch and was draining at times so the hcp prescribed antibiotics. The representative directed the patient not to place the recharger over the implant. The patient had an appointment on (B)(6) to have the site checked and get assistance with charging the device back up. It was unknown if the issue was resolved at this time. No device issues reported.